Event description:
It was reported via a call from the rn to the clinical support specialist (css) at 0745 mdt, for help troubleshooting the helium loss alarm encountered immediately on pt arrival into the intensive care unit one hour after insertion into the sheath via femoral. Indications for use: cardiogenic shock. The rn stated that there was no blood in the gas tubing and there were no kinks in the line. They have also tried changing pumps, but continue to get the same alarm with the second pump. The md was in the room checking placement with a c arm as they spoke during the call. The css asked if the balloon pressure waveform looked normal and the rn stated it looked like it normally does; there is no widened inflation or deflation artifact. The css had them perform a leak test. The leak went away when the clamp was placed at the bifurcation of the iab. The css explained to them that this means that there is a problem with the intra-aortic balloon (iab) and it needs to be removed. The rn verbalized understanding of all above. The rn stated that they have the c arm in the room and they will replace the iab. The rn thanked the css for the help. The css encouraged the rn to call again if needed. At 1130, the css called back to follow up. The rn stated that they did remove the iab and there was a hole in it. They took the pt to the cath lab and placed a new iab successfully. They were not having any issues with this iab. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy noted. The outcome of the pt is unchanged during this time. There were pumps strips generated. Add'l info received on (B)(6) 2012, stated that per the rn via phone, they attempted to troubleshoot the alarm for approx two hours from the time it first alarmed. They couldn't find what was making the pump alarm and had also switched out the pump with no success. The rn stated that this delay or interruption in therapy did not cause harm to the pt. After the rn called the hot line and the css recommended removing the iab from the pt for suspected leak; the pt was seen immediately to the cath lab. The iab was removed successfully. The rn stated there was no sheath used. A new iab was inserted via the same right femoral insertion site with no issues. The pt outcome is the pt unchanged during this time. However, the pt was in critical condition on arrival and still is.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.